Event description:
It was reported that the pta balloon ruptured on the 3rd and 4th inflation. The atm at break is unk as no inflation device was used. It was reported that a 10 cc syringe followed by a 3 cc syringe was used to inflate the balloon. After the balloon ruptured, the pt's arm began to swell and the procedure was stopped. The pt was sent to the ER for surgical intervention to repair a ruptured vessel.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.